Event description:
While the customer was in the hospital for knee replacement surgery, she experienced hyperglycemia. Troubleshooting was performed. It was found that the customer was changing her infusion set every 6-7 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.